Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd892778. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced pain on the left side. The nurse clarified that the pain on the left side was a manifestation of peritonitis. On (B)(6) 2012, the patient was hospitalized. During the hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin ip and cefepime ip (dose and frequency not reported). On (B)(6) 2012, the patient was released from the hospital. On (B)(6) 2012, the patient was hospitalized for peritonitis, dehydration, and abdominal pain that had continued from the previous hospitalization. Treatment with vancomycin ip and cefepime ip (dose and frequency not reported) was resumed from the previous hospitalization. On (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.